Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system and confirmed that when foot switch is pressed, getting error "fluoroscopy failed please retry". Review of log files showed that footswitch was failing. Upon further inspection, rse found possibly bad footswitch or pedal tappeing. Rse was advised to replace the footswitch. The new wired footswitch pedal has been replaced in case (B)(4) after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy was failed. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system log files. It was identified that footswitch was failing. Philips has started an investigation of this complaint.